Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and the blood glucose has been reading high. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the blood glucose reading was in the 400 mg/dl to 500 mg/dl and had ketones and feeling nauseous. Customer treated with manual injection and insulin pump. Customer's blood glucose reading was 80 mg/dl at the time of call. The customer also reported that the insulin pump had a no delivery alarm and declined troubleshooting on all issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.